Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The DHR was reviewed for lot#9000457 and there was no evidence discovered to indicate that a product defect or nonconformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review.

Event description:
A healthcare professional reported that box was open of the implant nmaf4220 lot#9000457. The implants wasn't used. The device was forwarded to the manufacturer. No other medical issues were reported.